Event description:
It was reported that a completely asymptomatic pt's device showed over a hundred atrial high rate episodes. Device was previously reset to greatly reduce the number of atrial high rate episodes. Noise could be reproduced with pt reaching arm across the chest. Impedance dropped slightly. Clinician continued to monitor the lead.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.